Event description:
This was a cardiac lead extraction case performed in the operating room to extract a total of 2 leads (1 rv and 1 rs) due to an infection. The age of the leads were approximately 10 years. Fluoroscopy and tee probe were utilized throughout the procedure. A CT surgeon was available. Both leads were prepped using lld-ez. The ep surgeon used a 14f sls ii, and the ra (fineline 4470) lead was removed without a problem. A 16f sls ii was utilized to remove the rv ICD lead (gdt 0155). Heavy scarring was identified around the lead. During the extraction, the tee probe identified bleeding into the pericardial sack. A possible tear was identified at the svc-atrial junction. The CT surgeon performed a sternotomy within 5 minutes. A "cut down" was required to remove the lead. The pt was stabilized and moved to ICU.